Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the no delivery alarms were received on the customer's insulin pump. The customer was advised to disconnect and reconnect tubing and reservoir and push insulin through with a plunger. The customer verified that no insulin was exiting. The customer was advised to change the entire set. The customer's blood glucose was not known, but had been 8.2 mmol/l the previous night. Nothing further was reported.